Event description:
On (B)(4) 2008, the pt underwent endovascular repair of the thoracic aortic dissection using gore tag thoracic endoprosthesis. The pt preoperatively had an iliac dissection and during the tag procedure, an iliac excluder endoprosthesis was implanted to resolve the dissection. The procedure ended with no issue. On (B)(4) 2008, the pt developed the paraplegia. The physician performed csf drainage and drug therapy. And the pt didn't recover from paraplegia. On (B)(4) 2008, the pt developed paralytic ileus. The enterectomy surgery was performed. The pt tolerated the procedure.

Manufacturer narrative:
Result - the review of the mfg paperwork verified that this lot met all pre-release specs.